Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the return of the device a definitive cause for the reported cuff miss could not be determined. A cuff miss can occur due to a number of factors including, but not limited to, manufacturing, needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices is performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to perform pre-closure placement of the sutures in the left and right common femoral artery prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with four proglide devices. A cut-down procedure was done following the aaa procedure to close the vessels and achieve hemostasis. The procedure was delayed approximately one-hour by performing the cut-down procedure. There were no reported adverse patient sequelae. Though requested, no additional information was provided.